Event description:
Technician alleged that the brake wheel moves when the brake is applied. No pt impact.

Manufacturer narrative:
The technician adjusted the brake and cleaned the wheel surface to resolve the issue.